Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. 3 lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: on (B)(6) 2018, a user facility contacted fresenius after a patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) experienced a suspected dialyzer reaction on (B)(6) 2018. Subsequent attempts to obtain additional information have thus far proven unsuccessful. A temporal association exists between hd therapy utilizing the optiflux f180nre dialyzer, and the patient¿s adverse event(s) of hypersensitivity and/or allergic reaction. The documentation in this complaint file supports a probable association between the fresenius optiflux f180nre dialyzer, and the patient¿s adverse event(s). It was reported the patient experienced a hypersensitivity reaction to the optiflux f180nre dialyzer on (B)(6) 2018. While uncommon, hypersensitivity reactions are known to occur with use of optiflux dialyzers (1). Additionally, hypersensitivity reactions have been known to occur days, months, even years after use with the same dialyzer model (2). Should additional information become available, please re-submit for a clinical investigation review and the need for a revised clinical investigation will be re-evaluated accordingly.

Event description:
A user facility medical professional reported a hemodialysis patient who had a reaction to the fresenius optiflux 180nre dialyzer. Due diligence attempts were exhausted, but additional information was not provided.